Manufacturer narrative:
Philips service replaced the cube, restored the generator configuration, and tested the system, which is now fully operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the x-ray generator failed intermittently during surgery on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.